Manufacturer narrative:
The technician replaced the versa care cable assembly and the communication cable to resolve the issue.

Event description:
The technician alleged the nurse call does not function. No patient impact.